Event description:
It was reported that a vesica sling system was implanted on either (B)(6), 1998 or (B)(6), 2000.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.